Event description:
It is reported that before opening the sterilized bag, a hair-like substance was found inside the bag. The surgeon used the device after sterilizing by chemical.

Manufacturer narrative:
This report will be amended when our investigation is complete.